Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mhj116, eh7144 and no non-conformances were identified. Additional: five unopened samples of product code eh7144, lot mhj116 were received for analysis. The complaint sample was not returned for analysis. During the visual inspection of five samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no pull off suture needle were found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The thread loosened from the needle at the first stitch. No adverse patient consequences reported.